Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted on the same day of surgery. Through follow-up with the health-care provider, it was learned that the patient had pannus growth that was encroaching on the left coronary; therefore, the valve was removed and replaced with another bioprosthetic valve of the same model and size. According to the operative report, the patient presented with aortic stenosis of his prosthetic valve and was referred for aortic valve replacement. Upon removal of the old valve, it was noted to be heavily calcified with a significant amount of pannus formation in and around the area of the annulus. The pannus along the area of the left coronary was very high but appeared to be incorporated around the area of the coronary itself so no significant debridement was performed. The new edwards bioprosthesis was implanted; once this had been completed, a hot shot was given and the crossclamp was removed. There were some st elevations along the area of the lateral leads which did not seem to dissipating as well as some new wall motion abnormalities as well in the anterior and lateral aspect. It was felt that perhaps the pannus may have been encroaching on the left coronary. The heart was rearrested and the crossclamp reapplied. The pannus appeared to be potentially causing kinking of the left main. To rectify the problem, the valve had to be removed. The annulus was re-debrided of the pannus and another edwards bioprosthetic valve was implanted. This time, the sts appeared to have resolved and there were no wall motion abnormalities on the transesophageal echocardiogram. The valve appeared to be functioning well with an acceptable gradient and no aortic insufficiency. Furthermore, there have not been any allegations of a product malfunction.